Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 1000 g/ml at 303,9 g/d via an implantable pump. It was reported that a warning was displayed during a routine pump refill: temporary pump motor stall. It was stated that this was possibly caused by magnetic resonance imaging (MRI). No adverse effects to the patient was reported. It was unknown if there were any environmental/external/patient factors that may led or contributed to the issue. Diagnostics/troubleshooting performed included on the 30th of april a routine pump refill was performed. Other actions were unknown. No actions/interventions were taken. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The implant date of the pump was unknown. The date and time of the motor stall was unknown. The cause of the motor stall was not determined. No actions were taken and the motor stall had resolved. The date of the motor stall recovery was unknown. The age of the patient at the time of the event would not be made available.